Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The endoscope was used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were in the: channel tube, jet tube, insertion section, nozzle, on the adhesive around the objective lens, switch box, on the right and left knob, on the adhesive on the bending section cover, scope connector case unit, on the scope cover, and on the connecting tube. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the suction cylinder had no color. It was observed that the base plate was dirty due to water leakage. Additionally, the scope connector cover unit had corrosion due to water leakage. It was also observed that the light guide lens had a crack. Also, the light guide lens had a scratch. It was observed that the plug unit had a scratch. It was also observed that the adhesive on the bending section cover was damaged. Lastly, it was observed that the connecting tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope kink protection on the handle was loose. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were on several components of the device, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.